Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the xray control switch was stuck. There was no adverse pt involvement reported. There was no pt information reported.